Manufacturer narrative:
No devices and photos were received; therefore, the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A complaint history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # 42540000029, all poly patella, lot # 62800087, manufactured by: zimmer (B)(4). Catalog # 42532006401, persona cemented stemmed tibial component, lot # 62766110, manufactured by: zimmer (B)(4). Catalog # 42512400510, persona articular surface, lot # 62788211, manufactured by: zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and protrusion of the knee. Patient also underwent a manipulation procedure.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03029.

Event description:
It is now reported that the patient underwent a revision surgery due to loosening and pain.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. X-ray assessment showed: loosening which is suggested by the bone scan in the femoral region is not confirmed radiographically. However this may not be an abnormal incongruent finding. Reactive changes within the bone can be seen earlier with a bone scan than they can with the later stages apparent radiographically. Therefore although not confirmed radiographically, loosening cannot be refuted. Areas of lucency surrounding the tibial component may be related to loosening, most apparent laterally. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.